Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device heats up so quickly. There was no patient impact.

Manufacturer narrative:
H3: product analysis: the customer's reason for return couldn't be confirmed. Pre-repair temperature check performed at 60k after 1 minute the t1 was 77f and the t2 was 76f. The ambient temperature was 75f. The device received in good condition and there are no deviations found. As per the product analysis, the pre-repair temperature results at 1 minute are less than 118f, which does not meet the reporting criteria. This does not meet the reporting criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.